Event description:
My concerns with this product are multiple. It is being pushed by my medicare supplier as "using less blood." The supplier assured me 8-15 points (at times more) was ok. I do not use insulin but if I did, I am sure it is a significant difference. The readings are consistently high. If insulin is being used more would be used and the supplier/drug company would earn more money from medicare/people. Well being would be negatively effected for users as would be their sense that they are managing their "illness" competently. Where diet mgmt is used there could easily be a cut back in intake and multiple incidences of low sugar. Again this would increase medical costs with unnecessary doctor visits and make or lacks in well being and a life of chronicity where such a life is unnecessary with the condition. I asked for and received a second meter and it performed the same way. I can afford my own supplies so I just stopped using the meter for 3 months until I can reorder my old meter. (Accu-chek not made in (B)(6)). Many people cannot afford to do that. My medical supplier, (B)(4) told me the difference did not matter. Such advice to more frail/less capable of thinking such matters through, medicare pts could do them harm. It could also cost medicare a lot of money. (B)(4) needs to be sanctioned for such "poor medical advice". My a1c scores are consistently low (less than 6) and I therefore I am certain my accu-chek meter is accurate. I believe it is more than fair to use it for my comparison reading. (B)(4) should also be sanctioned/warned for telling me, "it was of no importance" that the readings were inconsistently high and inaccurate, meters are just different." Reason for use: diet manageable type 2 diabetes. (B)(4). Used accu-chek compact plus for yrs - second meter - w xcellent control - if I took insulin would overdose.